Event description:
The pump powered on by itself and began to deliver after being powered off by a nursing staff member. The pump was programmed to deliver an unspecified concentration of levophed at a rate of 2ml/hr. At 11:30am, the infusion was discontinued and the pump was reportedly powered off, but the tubing was left connected to the patient. At 4:15pm, the patient's blood pressure reportedly started to rise. During the patient assessment, the nurse noted the pump was powered on and delivering at a rate of 2ml/hr. There was no reported adverse patient effect.